Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing an increase in the ipg recharge burden. In addition, the pt programmer and charging system will no longer communicate with the ipg. It was also reported the pt has fallen numerous times and is no longer feeling stimulation. A replacement charging system did not resolve the issue. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set.